Event description:
It was reported that during a procedure of the concentric, moderately calcified, non-tortuous, 90% stenosed, de novo left main coronary artery, after pre-dilatation with a non-abbott balloon dilatation catheter (bdc), the 3.5 x 12 mm xience xpedition stent delivery system (sds) was deployed at 12 atmosphere (atm). Although the contrast was reportedly diluted 1:1, the balloon was not clearly visible. The sds balloon was deflated and the inflation device was removed from the xience xpedition delivery system. Undiluted contrast was then injected into the inflation device and a second inflation at 10 atm was performed. After the second inflation the balloon of the delivery system could not be deflated and the patient experienced cardiac arrest. The sds was removed from the anatomy without being deflated and cardiac massage was performed, resolving the event. The stent was post-dilated and a second xience xpedition stent was implanted in the proximal circumflex artery, completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation issue was unable to be confirmed. It was reported undiluted contrast was injected into the inflation device for the second inflation, which likely contributed to the reported deflation difficulties as contrast that is more concentrated can lead to slower deflation times. It is specified in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), materials required section that the contrast is 60% contrast diluted 1:1 with heparinized normal saline. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for deflation issues from this lot. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method. After the device could not be visualized, undiluted contrast was added. The stent remains in the vessel. The delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.